Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430mg/dl. Customer stated that they were having issued with sg vs bg value and mentioned that their blood glucose level was 430mg/dl at the time. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.